Event description:
The device is an endotracheal tube, especially designed for use in laser surgery. The physician was unable to extubate the patient, an 8 year old girl, at the end of the case. A metal flange on the laser tube was caught on trachael mucosa. The patient was returned to the or following the administration of medication to reduce laryngeal edema and a 4.5 ett inserted. The patient remined hospitalized overnight and the second ett was sucessfully removed the following day.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.